Manufacturer narrative:
The pump passed all functional testing including the rewind, seating, basic occlusion, occlusion, force sensor and displacement tests. The pump was programmed with multiple bolus deliveries and all registered properly in the bolus history. No unexpected occlusion alarms were noted during testing. The pump was received with minor scratches on the lcd window, cracked battery tube threads and a scratched case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call delivery anomaly. Customer advised during the fill tubing process the device had an occlusion alarm occur. Customer was able to rewind the insulin pump, disconnect, place the reservoir in properly and continued to complete the full tube process. Customer experienced occlusion every time they repeated this process. Customer then manually pushed the insulin through the tubing and when they disconnected the insulin dripped out.